Manufacturer narrative:
Pump passed the displacement test, self test, sleep current measurement and active current measurement. Detailed trace analysis or pump history confirmed low battery alarm was triggered when backup battery loaded voltage (loaded vlith). Problem isolated to the electronic assembly noted. (B)(4).

Event description:
Information received by medtronic indicated that there was low battery alarm and short battery life. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.